Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of the probe was bent before vitrectomy surgery. The surgery was completed on the same day, and it was unknown how the procedure was completed. There was no information about patient impact.

Manufacturer narrative:
Based on the information received following the submission of the initial report, the bent tip of the probe (needle) was not considered a reportable malfunction, and recurrence is unlikely to result in serious injury. No further reports will be submitted under mfg report num. 1644019-2025-03274. The manufacturer internal reference number is: (B)(4).